Manufacturer narrative:
It was reported on 03/26 that the or towels are linting in the pack. There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
It was reported on 03/26 that the or towels are linting in the pack.